Manufacturer narrative:
Philips service replaced the 24v power supply (power supply 24v 10a) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a 24v power supply failure caused system downtime on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.